Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 398-399 mg/dl and moderate levels of ketones resulting in a hospitalization. Cause of high bg was not known. No issues were observed with the cartridge, infusion set tubing or infusion set site in use at the time of the event. Prior to the hospitalization, the customer delivered a bolus and consumed carbohydrates to address bg levels. While hospitalized, the customer was treated with intravenous saline, insulin and fluids. The treatment resolved the issue and the customer was released on july 17th, 2022, with no permanent damage sustained.